Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an allergic reaction to the absorbable antibacterial envelope. The envelope was found to be partially absorbed and the "remaining pieces were removed." No further patient complications have been reported as a result of this event.